Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: a review of the pump history showed multiple call service alarms had occurred. Evaluation revealed that a component on the printed circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that a component on the printed circuit board had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/19/2013.